Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is no longer able to hear with his device. He made a false step and banged his head on the wall. Testing shows that the device has malfunctioned. A swelling cannot be seen over the implant.